Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they have the spinal cord stimulator and incontinence stimulator placed on the same side. If the patient puts the charger in the wrong place they get a shock. No actions were taken to resolve the shocking sensation, they just didn¿t put the charger in the wrong place which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that ¿the worst thing is when she charges the implant/both are on the same time, because her other side was very painful and if she goes too low wanted to go right out of the world with it because she gets a shock on her other device.¿ no further complications were reported.